Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting cross talk which was oversensed resulting in pacing inhibition. The automatic gain control (acg) was reprogrammed which resolved the issue. However, an x-ray was performed and compared to the x-ray from the implant procedure. It was concluded that this lead had dislodged. The physician then proceeded with defibrillation threshold (dft) testing with successful results. No surgical intervention was performed due to the risk of infection. It was also noted that the patient had a large hematoma after the implant procedure which resolved on its own. No additional adverse patient effects were reported.